Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 6mm hg with clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. The pre-procedure mean pressure gradient was 3mmhg. One clip was implanted successfully, reducing mr to 3, however the mean pressure gradient increased to 6mmhg. The patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. Additionally, reported mitral stenosis is listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.